Event description:
It was reported that during a laparoscopic cholecystectomy, the clips were open and fell off the vessel. Post operatively, the pt developed complications while still in the hospital and was returned to surgery. Pt is now doing well and is expected to be okay.

Manufacturer narrative:
The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check mfg records for any related non-conformance's. Complaint info is trended on a regular basis to determine if further investigation is warranted.